Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not detect that a quik-combo therapy cable was connected. The customer confirmed this with multiple quik-combo therapy cables. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not detect that a quik-combo therapy cable was connected. The customer confirmed this with multiple quik-combo therapy cables. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.